Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in severely tortuous and calcified left anterior descending artery. A 3.00x24mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. After the device was removed from the patient's body, it was found the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus ous 3.00 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the proximal end of the stent were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink measured at 790 mm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in severely tortuous and calcified left anterior descending artery. A 3.00x24mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. After the device was removed from the patient's body, it was found the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.